Event description:
It was reported the customer received a low battery alarm on their insulin pump. Troubleshooting found the customer's battery did not last more than one week. Customer also stated they did not perform excessive button pressing or frequently use their backlight. Customer also reported receiving a off no power alarm on their insulin pump. It was found the customer's battery cap was not loose, cracked, or damaged. It was also reported the customer had a button error alarm in their alarm history. The customer's blood glucose was 15 mmol/l. Customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).